Event description:
A malfunction was reported by the customer, indicated by a malfunction code, although no notable events occurred prior. The reported blood glucose level was within range as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and initially, the issue did not recur. However, when it did recur, it was decided to replace the pump. The customer, despite being out of warranty, will switch to a backup therapy using multiple daily injections (mdi) to ensure insulin delivery is not interrupted.